Event description:
During an off pump procedure, one of the suture tabs on the retractor blades was missing. The report indicated that the piece did not fall inside the patient. No patient complications were reported.